Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec. The pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. The insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 585 mg/dl and current blood glucose value was 323 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer assisted with performing the high pressure test and they got alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis